Manufacturer narrative:
Initial reporter full name: (B)(6), rn bsn / clinical risk manager. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the patient presented to the emergency department (ed) for management of stemi (st-segment elevation myocardial infarction) with a history of cad (coronary artery disease), htn (hypertension), hld (hyperlipidemia) , dm2 (diabetes mellitus, type 2), gerd (gastroesophageal reflux disease) and hypothyroidism. The patient was taken to operating room (or) for left heart catheterization, bypass graft angiography and during intra-aortic balloon (iab) insertion. Post-op, the patient continued to complain of chest pain. The next day, the patient was taken back to the or for successful emergent removal of ruptured iab from the right common femoral access point. Hemostasis with iab inflation of the right femoral artery was achieved.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).